Manufacturer narrative:
(B)(4): the device remains in use supporting the patient. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for gastrointestinal bleeding (gib). The patient had a double balloon enteroscopy procedure and was found to have an arteriovenous malformation (avm), which was surgically treated during the enteroscopy. The gastrointestinal bleeding reportedly resolved. It was reported that the patient's gib was related to the patient not tolerating their coumadin dosage. The patient's international normalized ratio (inr) goal is 1.8-2.4. Coumadin dose adjustments are being made routinely. No additional information was reported.